Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00890. It was reported the patient was unable to go into MRI mode due to high impedances. Surgical intervention took place in which one of the leads was explanted and replaced and the other lead was repositioned to address the issue. Therapy was restored. It is unknown which lead was explanted and which lead was relocated therefore both are being reported.